Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced. A loose header was noted incidently during a lead replacement procedure. The patient had received inappropriate therapy as a result of oversensing due to damage on the (competitor's) lead. The device was replaced without incident.